Manufacturer narrative:
The customer reported that they did not receive an alarm during a desat event. The monitor was tested by philips and it passed all testing. Ongoing investigation of an identical report for another device at this site has shown that the volume had been set to the lowest volume other than silent and the failure to hear an alarm was fully consistent with that low volume setting. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that they did not receive an alarm during a desat event.